Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The beckman coulter field service engineer replaced the ise (ion selective electrode) reagent, calcium electrode, calibrators, carbon bridge, sodium electrode and sample probe. Information not provided by customer. (B)(4).

Event description:
The customer reported high sodium (na) and calcium (calc) results for sixty-two (62) patient samples on their dxc 660i instrument. The erroneous results were reported out of the laboratory and were later amended. There was no change to patient treatment and no reported injury associated with this event. Quality control (qc) results were within laboratory¿s established range prior to the event. The customer provided data for the 62 patient samples.